Manufacturer narrative:
The status of this lead is unknown as no further information could be obtained about a potential lead replacement. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information from that patient that one of his leads was replaced due to a lead fracture. No information could be obtained about which lead the fracture took place on or any details about the replacement. No additional adverse patient effects were reported.